Event description:
Customer reported having a high blood glucose of 500 mg/dl. Customer also stated her insulin pump did not alert her with a no delivery alarm when the tubing was blocked. Customer's blood glucose was 361 mg/dl at the time of the call. She stated she had treated her blood glucose with an injection. Troubleshooting found the customer did not have any symptoms of high blood glucose. The customer's drive support cap also appeared to be normal. The customer also stated insulin was able to exit from the tubing during a manual prime. It was also found the insulin pump passed the high pressure test and there was no bent cannulas. Customer was advised to change out their infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.